Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis confirmed the premature battery depletion was caused by conductive mud cracking and copper trace anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.